Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample did not show any deficiencies. However when water was injected into the set with a syringe, there was a no flow detected that occurred between the tubing and the luer lock due to solvent blockage. The root cause of the condition was determined to be manufacturing operator error. As a corrective action, manufacturing personnel were retrained. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a catheter extension set that had resistance when trying to inject saline into the set. The reported condition occurred during patient-use. There was no patient injury or medical intervention involved. No addtional information is available.